Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock in the secondary vector. Review of device data noted t-wave oversensing and changes in amplitude morphology measurements. An untreated episode with oversensing and poor amplitude measurements was also noted. The patient was observed to have had a leadless pacemaker implanted as well. Troubleshooting and programming options were provided to the field. The s-ICD remains in service and no adverse patient effects were reported. Additional information provided from the field indicated the patient with this s-ICD had received another inappropriate shock due to t-wave oversensing and changes in amplitude morphology measurements. A gradual rise in shock impedance measurements up to 116 ohms was also noted, however no values were reported to be out of range. Troubleshooting options have been provided to the field and the s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock in the secondary vector. Review of device data noted t-wave oversensing and changes in amplitude morphology measurements. An untreated episode with oversensing and poor amplitude measurements was also noted. The patient was observed to have had a leadless pacemaker implanted as well. Troubleshooting and programming options were provided to the field. The s-ICD remains in service and no adverse patient effects were reported.